Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00598801015 60455357 stem extension straight; 00598801014 60648415 stem extension straight; nk916 nk916 x 2 51474765. Report source: foreign country: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02283, 0001822565-2020-02284.

Event description:
It was reported patient was revised due to loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. A review of the available records identified for approximately 1 year progressive complaints of reduced walking distance, pain at rest with the radiologically confirmed loosening of the femoral component on the right knee. Extensive granulations around the femur. The removal of adhesions and femoral components is loosened macroscopically. The patellar component was firmly anchored however it has contact fissures. Component removed and replaced. No complications noted during revision surgery. Visual evaluation of the returned implant shows signs of implantation. The stem has visible damage to the tapered end where the tip has been partially rounded off and it has a large ding on the collar. These damages might be due to the disassembling of the stem from the implant. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Per package insert, pain, loosening, and wear are known adverse effects of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.